Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. A manufacturer representative went to the site to test the equipment. It was found that the surgeon monitor was not working but worked normally when used with another navigation system. It was identified that the power supply cable that typically supplies voltage output to the surgeon monitor was broken. The voltage measured 0 volts while other outputs displayed appropriate values. The power supply cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was reported the navigation system made a "bang noise" and then there was a smell of smoke. The system unexpectedly turned off and was not starting up. On the same day, troubleshooting was performed by a manufacturer representative. It was identified the system was starting up normally and there was no unexpected smells found. A visual inspection identified the system looked normal from the outside. It was found that the surgeon monitor was not working. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was completed with another navigation system without issue.